Manufacturer narrative:
The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 3600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
A retrospective review of econnectivity data over two years, that was requested by the customer, identified that on (B)(6) 2015 a sample aspiration event occurred on the vitros 3600 system where a vitros nt-probnp result of 16.88 pg/ml was obtained. It is possible that sample fluid from a tube/cup other than the intended tube/cup was aspirated. Therefore, the vitros nt-probnp result of 16.88 pg/ml may not be the correct result for the intended sample on 22 august 2016, ortho clinical diagnostics (ortho) sent a letter informing the customer of the event that occurred on (B)(6) 2015 and the vitros nt-probnp result potentially affected. In the communication the customer was instructed to contact ortho with any additional questions. No additional information or feedback pertaining to the event that occurred on (B)(6) 2015 has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).